Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no reservoir alarm and no delivery alarm during priming. Customer's blood glucose was 120 mg/dl. Customer was able to resolve no delivery alarm with a completed set change. Customer would be returning infusion set and reservoir for analysis.